Event description:
Customer reported that the pump screen would not turn on and the pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to try different troubleshooting steps, including plugging the pump into various power sources and using different charging equipment. Despite these efforts, the issue persisted. Technical support decided to replace the non-functional pump and advised the customer to use multiple daily injections as backup therapy. The customer was given instructions on how to return the problematic pump.